Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. Sample was returned for evaluation. The reported problem cannot be reproduced with the returned patient interfaces. No deviation of docking or other issues can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Most possible root cause is handling during the docking process and the movement of the patients eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface that lost suction when making the flap. Additional information has been requested.